Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display load set screen when door was open and tubing not in place. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: unique identifier (UDI) #. H11: the device was received for evaluation. During functional testing, the reported problem "no load set" screen when door is open and tubing is not in place" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed upper auxiliary switch. The upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.